Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power, error test, basic occlusion, occlusion, prime and excessive no delivery test. The device was monitored and no high pitch during testing noted. All the buttons did function properly and no damage on the keypad assembly found. The low reservoir alarm functioned properly during test. The unit was tested with a glucose sensor simulator and the unit communicated and functioning properly. The insulin pump was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive keypad and was making a high pitched electronic noise. The blood glucose reading was 8.0 mmol/l. The customer stated that a battery change stopped the sound. She stated that she discontinued use of the insulin pump due to not trusting it; she had been treating with manual injections for the past 4 days. Upon troubleshooting, it was found that the insulin pump passed the self test. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.